Event description:
A caller reported a malfunction on the pump, identified with a malfunction code of malf 0. However, there was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised that they could continue using the pump and instructed to call back if any malfunction code recurred. The caller acknowledged and understood these instructions.